Event description:
It was reported that during the percutaneous catheter myocardial ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during the initial farawave insertion, air was continuously aspirated. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it has been discarded in facility. It was further reported that a pump was used for the irrigation of device. The bubbles were observed in the three-way stopcock assembly. The guidewire was in the same position as the farawave tip at the point the farawave catheter was inserted into the faradrive sheath.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the percutaneous catheter myocardial ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during the initial farawave insertion, air was continuously aspirated. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it has been discarded in facility.